Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Three complaints were received during this report period. All 3 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 3 </noe> malfunction events which undesired damage or breakage of those materials used in device construction. These reports were received from various sources. Patient information was confirmed for 2 events. Two female patients.